Event description:
Proxy biomedical was notified on (B)(6) 2013 via email by the polyform distributor (B)(6) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh the patient suffered an injury. The date of implant is (B)(6) 2010. An additional device was implanted in the patient however no further information has been provided regarding this device. The patient is identified as (B)(6). Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6) hosp, USA. The physician who treated the patient is dr (B)(6). The implant involved in this complaint is a polyform synthetic mesh - the mesh size was a 10cm x 15 cm; part number 840-240. The lot number of the polyform implant is c000838; expiry date: july 31 2013, manufacturing date: july 27 2009.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).